Event description:
It was reported that pump touchscreen was cracked and shattered after pump was dropped, so touchscreen could not be read. There was no adverse impact to the customer's blood glucose level. Customer planned to continue using current pump until replacement arrived, and technical support confirmed warranty and shipping details, provided instructions to put pump into storage mode before return, advised customer to enter pump settings and reconnect continuous glucose monitor on replacement pump, and instructed customer to return damaged pump using pre-paid label within 10 days.